Event description:
(B)(6) customer received a blood glucose reading of 10.9mmol/l at 14:42. Her pump dispensed 2.5 units of insulin. At 19:31, her reading was 13.2mmol/l and she received 2 units of insulin. At 21:25, her blood glucose was 1.3mmol/l. She felt something was wrong, called an ambulance and the paramedics gave her two bags of glucose. She was having trouble speaking and passed out. She was taken to the hospital. Further information was not provided. The customer was advised to return the test strips for evaluation. New strips and meter were sent to her.